Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and an obturator sling was implanted . The patient experienced pain, erosion of her internal bodily tissue and other injuries, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient had a concurrent procedure of a laparoscopic tubal ligation with falope rings, novasure endometrial ablation and hysteroscopy performed during mesh implantation. It was reported that on (B)(6) 2009, (B)(6) 2009 and (B)(6) 2011 the patient underwent mesh revision/removal.

Manufacturer narrative:
It was reported that the patient underwent excision of vaginal scar tissue/mesh on (B)(6) 2014 due to possible mesh exposure.

Manufacturer narrative:
Date sent to the FDA: 07/22/2016.